Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description air in line. Detailed inquiry description: IV tubing alarming 'air bubble alarm' on multiple occasions while infusing ab on secondary set up. Rn fixed multiple times. Two rns went into resolve, noted large amount of air pulled into primary tubing though infusion should have been pulling from secondary piggyback set up. Two rns verified that all clamps were open. There was at least 75 ml of ivf in the primary infusion bag. IV tubing pulled from patient use. Air did not reach patient. - the air that was present was from y port above pump where secondary site was infusing to the drip chamber (which was full). No injury reported.